Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, rewind test, excessive no delivery test and delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported the pump not delivering correct amount. Patient's blood glucose at time of incident was 450mg/dl. Patient's current blood glucose 338mg/dl. The customer treated with pen. Blood glucose value when admitted to hospital was 382mg/dl. The customer was wearing the pump at time of hospitalization. The insulin pump will be returned for analysis.